Event description:
It was reported that the patient's interstim device stopped working. The device site is painful when the patient sits. Further information is being requested from the hcp.

Manufacturer narrative:
.